Event description:
It was reported that there was a separation between the beige catheter adapter connector and tubing of a titanium transfer set that resulted in a leak. The patient reattached the two pieces and performed peritoneal dialysis therapy. No leak was observed during therapy. The next day, the patient went to the clinic and their transfer set was changed. The titanium adapter was not replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylatic antibiotics. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. The device was returned with a minicap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient adapter was positioned in the tubing bushing. A leak test was performed using an in lab titanium adapter and no leaks were observed. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.